Event description:
Nurse placed a 6fr catheter for voiding cystourethrogram (vcug) procedure. When she attempted to withdraw the guide wire, the wire caused the catheter to pucker, and she could not withdraw the guide wire. Then noted a hole in catheter near the top where the catheter line meets the adapter area. The guide wire was easily seen through the hole in the catheter. No hole was noted before placing. Tested the guide wire; ease of withdraw about 1 cm before placing catheter. No sticking noted before placing. It appears the guide wire caught on something at the very end of the catheter just in the place where the guide wire exits the catheter. Upon further inspection by clinical engineering of the catheter a hole could not be found as reported. However the reason this report is being filed is because the nurse had to insert another catheter which caused this pediatric patient some discomfort.what was the original intended procedure?not known.device #1is this a laboratory device or laboratory test?no.